Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg111009-02, 100miu/ml hcg urine control lot: hcg120223-01, 244.7iu/ml hcg urine control lot: 111130-01, summary of results: the retention devices meet qc specification. Details as below: correct (B)(6) results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded (B)(6) results at 3 minute read time. (N=5). The 244.7iu/ml hcg urine control yielded (B)(6) results at 3 minute read time. (N=5). Conclusion: customer's observations could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain products. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify root cause without pt specimen analysis in-house. Low specific gravity urine could not be ruled out as a cause for the fn results. This issue will be tracked and trended. (B)(4). Corrective action not required at this time.

Event description:
Caller alleged (B)(6) hcg results. Results as follows: pt had 2 positive home pregnancy tests. Came to the clinic at noon and tested with proadvantage urine hcg cassette and got negative results. Pt in her (B)(6). Last menstrual period: (B)(6). No serum quant performed. Medications: unk.